Manufacturer narrative:
Eval: the product was returned to our approved clip supplier for eval. Based on that eval we can provide the following info. The jaws of the device were able to be operated very sluggishly by manipulating the handle while in a 180 degree loop. This configuration represents a worst case scenario in an attempt to recreate the reported event. It was noticed that the driver "clicked" at the proximal position when slowly retracting the jaws into the housing indicating that the driver feet were spread apart wider than the housing slot. Under magnification, it was observed that the end of one housing slot was cracked with a small section missing. The missing section is estimated to be less than 1 mm in size and the location of the missing section is unk. The remainder of the tip components were observed to have no damage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: per the supplier's evaluation the most likely root cause for the cracked housing is due to machining process used by their supplier. The instructions for use state that the clip mush remain closed during introduction into, advancement through and removal from the endoscope. If the clip is open, damage to clip and endoscope may occur. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the approved clip supplier has issued an internal supplier corrective action for this occurrence. This device was manufactured prior to implementation of the actions taken by their supplier. No further actions are required based on the results of the quality engineering risk assessment. A review of the complaint history was conducted. There have been no other occurrences related to a small missing section of the housing during the time period reviewed. Therefore, this report represents an isolated occurrence. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, the physician used a cook disposable hemostasis clip. The clip would not open during use. Another clip was used to complete the procedure. The initial reporter indicated a section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. This info does not reasonably suggest a reportable event occurred. On (B)(6) 2011, we received results of the supplier eval. The supplier indicated the clip housing is slightly cracked and a small section of the housing is missing. The missing section is estimated to be less than 1mm in size. The results of the eval were communicated back to the initial reporter. The location of the missing section and at what time this occurred is unk.